Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4: batch # 491c82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was the bailout. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 491c82, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy on the eight fire the device would not retract. The reverse button did not work. They removed and flipped the battery to no avail. The manual override would not crank back, they cut the device out from tissue and a new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number a9dc94, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.